Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : a 5072-58 lead implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right atrial lead had an apparent fracture. The lead had high threshold and impedance, and noise was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.